Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-16791). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an alert for premature battery depletion was observed. A device replacement was recommended. The patient is scheduled to meet with a physician at the end of the month. Device remains implanted.